Manufacturer narrative:
The product was not returned for analysis. Received photos shows a company device. The plunger is advanced outside of the nozzle tip and has advanced under the iol. The iol is into the nozzle tip with the leading haptic sticking out from the nozzle tip. The remaining optic and haptic inside the nozzle appears to be crushed/misfolded. We are unable to determine the root cause for the reported complaint "the injector crushed the iol and amputated the haptic". The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, the injector crushed the intraocular lens (iol) and amputated the haptic. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been received and stated that the defective iol had not been implanted.